Event description:
The customer reported hospitalization due to low blood glucose. Customer stated the insulin pump delivered a lot of insulin into his body, started to feel low and got button error. Customer mentioned that the insulin pump had scratched on the screen. Customer's wife drove him to emergency room and was placed to intensive care unit right away. Customer's blood glucose was 30 mg/dl. Advised the customer the insulin pump and transmitter would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report 2032227-2014-52316.